Event description:
It was reported that the surgeon could not control the movement of the tenaculum forceps instrument during a da vinci myomectomy procedure. It was noted that the cable was broken within the pulley. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Failure analysis also observed deep scratches at the distal end of the main tube with material removal. The scratches were various lengths and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely caused by mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable and tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.